Event description:
It was reported by the customer that on (B)(6) 2010 the fiber forward fired at 98,588 joules. The customer also stated that the fiber tip was damaged. No pt injury was reported. The device was not returned to american medical systems for eval.